Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) was told that device was not working properly. Boston scientific technical services (ts) reviewed data and noted atrial tachy response (atr) and non-sustained ventricular tachycardia (nsvt) events. In addition, the presenting showed that the device was atrial pacing ventricular sensing which looked normal with occasional premature ventricular contraction (pvc). An attempt to obtain additional information from the field was unsuccessful. This ICD remains in service. No adverse patient effects were reported.